Manufacturer narrative:
Customer reported that a pyxis anesthesia es system barcode scanner unexpectedly stopped responding during a procedure, preventing user access to medication. Customer reported that a patient was undergoing wrist related surgery. Customer stated that the required medication, ketamine, was retrieved from an alternative station. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A technical support specialist applied knowledge article 000008633 - jadak scanner not working. The technical support specialist reinstalled the device's barcode scanner drivers. Customer tested and confirmed device is operational.

Event description:
Customer reported that a pyxis anesthesia es system barcode scanner unexpectedly stopped responding during a procedure, preventing user access to medication. Customer reported that a patient was undergoing wrist related surgery. Customer stated that the required medication, ketamine, was retrieved from an alternative station. Patient or user harm was not reported.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, b5, d1, d4, d5, e2, e3, g1, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2021 to (B)(6) 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that barcode scanner unexpectedly stopped responding during a procedure. The technical support specialist reported that the issue was resolved by the customer. The system functioned as intended after the customer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system barcode scanner unexpectedly stopped responding during a procedure which caused 4 hours delay and prevented user access to medication. The customer also stated that the required medication, ketamine, was retrieved from an alternative station. There were no adverse events or injuries reported based on this event.